Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced an overstimulation sensation after she increase the stimulation from 2 to 5.2 volts. It was described as "fire in the rectum". It was also noted that she had been constipated the neurostimulator was implanted. She met with the company rep at which time she was reprogrammed and taught how to use the device. She was reported as doing fine after the session. Subsequently, she experienced a loss of therapeutic effect. It was noted that she had only been reprogrammed one time since implantation. The healthcare professional troubleshooted the device and noted that one of the leads was getting a high impedance reading. The device was removed and the pt was being treated with medications for her symptoms.